Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. There was no power to it and they had just replaced the battery last week. The customer declined to give their blood glucose level at the time of the incident. Troubleshooting was performed and the display returned after they inserted a new battery. The customer was advised to monitor the insulin pump. Additionally, the customer mentioned that they were hospitalized three times last year with diabetic ketoacidosis while on the insulin pump. They could not troubleshoot for the hospitalization but wanted someone to call them back to get the information. The device was not returned for analysis.